Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "number 1 states, "material sensitivity reactions." Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain. And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01588, -01589 and -01730).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility and range of motion, bodily impairment, and elevated metal ion levels. Patient¿s legal counsel further alleges that during the revision surgery, the acetabular component was loose. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility and range of motion, bodily impairment, and elevated metal ion levels. Patient's legal counsel further alleges that during the revision surgery, the acetabular component was loose. Additional information provided in patient medical records indicates a right hip procedure was performed on (B)(6) 2014 due to pain, and loosening/malposition of the acetabular component. The patient's operative report noted a surgical procedure that repositioned the acetabular cup. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2014 was due to loosening of the acetabular component. The patient's operative report noted the loose acetabular cup. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.